Manufacturer narrative:
It was reported that a patient was burned during treatment. Enovis is awaiting the return of this device. Additional reporting on this event will be provided as a supplemental report to this document if and when the device is returned for evaluation.

Event description:
It was reported that a patient was burned during treatment.

Manufacturer narrative:
Device was received for evaluation, the software was updated, the device was tested several times. No issues were discovered during this process. New leaswires were sent and each applicator was calibrated and tested. The root cause may be bad contact quality.